Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-04-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device screen was black and not turned on. A field service engineer disconnected all the drawers within the 6-drawer cabinet and did not power on. Then disconnected the drawer 7 cabinet and the station then powered on. Inspected the drawer bus cable within the drawer 7 cabinet and found that there was a cut with exposed wire at where the cable was pinched between the top edge of the half height drawer 1 and the top back edge of the cabinet opening. Replaced the cabinet bus cable and station powered on. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary screen was black and not turned on. Customer was doing a removal of medication, closed the drawer and then screen turned black and cannot turn it back on. There were no adverse events or injuries reported based on this incident.